Manufacturer narrative:
Oscillating saw attachment serial number (B)(4) was returned for complaint investigation. Upon receipt, it was confirmed that pins of the axis were broken and that the eccentric system was seized. The oscillating saw attachment was not repairable. Since it was not under warranty anymore, it was not replaced. As requested by the customer, it was returned with a discard letter.

Event description:
It is reported that the universal oscillating saw attachment did not move. There was no harm reported; however there was a delay in surgery for approximately 0-15 minutes.